Manufacturer narrative:
Two electrodes have been provided - one in its original packaging still sealed - this electrode shows no defects at all. The device in question is bent in several directions and locations. The cutting loop is mainly missing - one side of the remaining loop shows a molten end. The other end of the wire is frayed. The device product history records have been checked for the available lot numbers and no abnormalities have been found. Based on the available information and the results of the examination, the defect described by the customer can be confirmed. Due to the massive bending all over the product, it is most likely, that excessive force has been applied during use of the device. The molten wire end indicates that rf current has been applied during the break. The frayed end on the wire indicates that the wire got deformed before or during the break as this happens when tungsten wires are bent. There is no indication for a material-, manufacturing- or design-related failure. The root cause of the reported issue can be traced back to a usage-related failure due to wrong handling. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the device broke at the start of a cervical polyp resection. Surgeon took another loop to complete surgery. Imaging techniques had to be used to locate the broken part. An additional hysteroscope and special forceps were used to remove the part. In total the surgery was prolonged for 30 minutes. No negative impact in state of health reported.

Manufacturer narrative:
As the date of this report the investigation is pending. The event is filed under internal karl storz complaint ID: (B)(4).